Event description:
It was reported that the catheter was ballooning when filled; there was a "hole in connector as well." It was noted: "same catheter, just a portion was cut off." It was noted there was no injury. The patient recovered without sequela. The drug in the pump was lioresal.

Manufacturer narrative:
Catheter model 8709, serial # (B)(4), implanted: (B)(6) 2009, explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The catheter was incomplete; returned in segments. The pump connector passed all analysis testing. There was no leak or hole found in the 40 degree pump connector. The catheter segment passed all analysis testing. There was no leak or hole found in the segment. During pressure testing the catheter did not expand (balloon).